Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify how many products are involved in this event? 3 pieces involved. Events reported via: 2210968-2022-06351, 2210968-2022-06354.

Event description:
It was reported that a patient underwent a gyn procedure on (B)(6) 2022 and suture was used. Before use on the patient, it was reported that thread thickness different partially unbraided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/30/2022 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. One opened box with thirty packets of product code v345h was returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. As per the sampling plan, a visual inspection was performed on thirteen samples, the packaging foils were opened, and no defects were detected on the product; the swage and attachment area were noted to be as expected. During the visual inspection, the sutures were correctly placed on the folder and were dispensed without problems and examined along the strand and no defects or damage could be observed. The diameter was measured in two sections of the strand and met the requirements for a vicryl suture diameter 2-0. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-06351, 2210968-2022-06354.